Manufacturer narrative:
The pump was received with normal operating currents and passed the self test. The pump failed the displacement test, and was followed by a motor error alarm during the rewind due to a motor encoder signal out of phase. Unable to perform the unexpected restart, basic occlusion, occlusion, excessive no delivery, or prime tests due to the motor error alarms. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The insulin pump kept alarming motor position encoder error. Customer's blood glucose level was 140 mg/dl. The insulin pump was exposed to a x-ray. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.